Manufacturer narrative:
G4:05mar2021; b4:07mar2021; d4: UDI#: (B)(4). MFR. Report #:2031642-2021-00212 is a duplicate of an event previously reported under MFR. Report #: 2031642-2021-00140. Any additional information will be submitted under the initially reported MFR. Report #:2031642-2021-00140. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported battery failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.